Manufacturer narrative:
Returned device was received in fair physical condition. The battery hold was found to be corroded. During the evaluation of the device, the corroded battery holder was found to be the cause of the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical ventilator was turning off and on. There were no reported adverse events.